Event description:
A talent stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm. The aneurysm is saccular in shape measuring 68.7 mm in diameter. The sizing data is as follows: d1=42mm, d2=68.7mm, d3=32mm, l1=40mm, l2=30mm. It was reported that there was a proximal type I endoleak observed on the final angiogram. There was no intervention and the patient is still at the hospital and is being followed by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).